Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly.

Event description:
It was stated that the insulin pump had moisture damage after water spilled on it. Nothing further was reported.